Manufacturer narrative:
The insulin pump was received with blank display due to faulty x1/mb. Unable to perform the operating currents measurement, self test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test due to blank display anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 274 mg/dl. The customer was assisted with troubleshoot and customer stated the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.